Event description:
It was reported that this pacemaker was being programmed to perform a magnetic resonance imaging (MRI). Upon interrogation, the device was found to be in safety mode. A device changeout procedure has been scheduled. No adverse patient effects were reported. At this time, this device remains in service.